Event description:
Pt returned drug system "caspofingier" attached via add ease system to 100ml bag of nacl 0.9% after med bags self activated; -six bags were returned - 3 were self activated and 3 were not activated but powder had liquified. Rn at home identified problem and returned to branch. (No pt doses missed and 11 doses used were fine).